Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") and premature rupture of membranes ("premature rupture of membranes") in a 43 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: lack of drug effect ("lack of drug effect"). The patient had a medical history of cholecystectomy, pelvic congestion syndrome, post coital bleeding, premature rupture of membranes, multiparous, sulfonamide allergy, shellfish allergy, dental implantation, covid-19, anxiety, psoriatic arthritis, cholecystitis nos and pelvic pain female. As concurrent condition the report mentioned dysfunctional uterine bleeding. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2021, 4354 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. An unknown time later she experienced pregnancy with contraceptive device ("pregnancy with contraceptive device") and premature rupture of membranes (seriousness criterion medically important). The patient was treated with surgery (removal surgery bilateral salpingectomy). At the time of the report, the outcome of medical device removal was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first, second and third trimesters. The pregnancy outcome was reported as live single birth with no information on the child¿s health. The delivery occurred on an unknown date. The reporter considered medical device removal, pregnancy with contraceptive device and premature rupture of membranes to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] in (B)(6) 2021: the patient also had a CT scan of the abdomen in october, which showed the essure extending through the uterine fundus [pathology test] on (B)(6) 2021: surgical pathology report pre-op diagnosis: specimen(s): a. Uterine polyps. B. Ecc. Emc. D. Bilateral tubes. E. Essure wires from right tube and uterus. Microscopic diagnosis. A. Uterus. Polyp, biopsy: benign endocervical and squamous mucosa, see comment. No dysplasia or malignancy identified. B. Uterus, endocervical curettage: benign secretory endometrium. No endocervical tissue identified. C. Uterus, endometrial curettage: benign secretory endometrium. D. Fallopian tubes, bilateral salpingectomy. Fimbriated and completely transected fallopian tubes without significant abnormality. E. Medical device, removal: consistent with medical contraceptive device (gross diagnosis) gross description. Bilateral tubes consist of two fimbriated fallopian tubes, 5.5 = 0.5 cm and 3.2 x 0.4 cm. The tubes are sectioned revealing a patent lumen. Representative of each tube are separately. Essure wire x2 consists of two segments of wire. The first segment is 2.5 x 0.3 cm and is tightly coiled. The second segment is 10.5 x 0.1 cm with no coils. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-sep-2023: medical record received. Event pregnancy with essure & premature rupture of membranes added. Medical history & concomitant drug, lab data updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2021, 4354 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") and premature rupture of membranes ("premature rupture of membranes") in a 43 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: lack of drug effect ("lack of drug effect"). The patient had a medical history of cholecystectomy, pelvic congestion syndrome, post coital bleeding, premature rupture of membranes, multiparous, sulfonamide allergy, shellfish allergy, dental implantation, covid-19, anxiety, psoriatic arthritis, cholecystitis nos and pelvic pain female. As concurrent condition the report mentioned dysfunctional uterine bleeding. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2021, 4354 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. An unknown time later she experienced premature rupture of membranes (seriousness criterion medically important) and pregnancy with contraceptive device ("pregnancy with contraceptive device"). The patient was treated with surgery (removal surgery bilateral salpingectomy). At the time of the report, the outcome of medical device removal was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first, second and third trimesters. The pregnancy outcome was reported as live single birth with no information on the child¿s health. The delivery occurred on an unknown date. The reporter considered medical device removal, pregnancy with contraceptive device and premature rupture of membranes to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] in october 2021: the patient also had a CT scan of the abdomen in october, which showed the essure extending through the uterine fundus [pathology test] on 03-dec-2021: surgical pathology report pre-op diagnosis: specimen(s): a. Uterine polyps b. Ecc emc d. Bilateral tubes e. Essure wires from right tube and uterus microscopic diagnosis a. Uterus. Polyp, biopsy: benign endocervical and squamous mucosa, see comment. No dysplasia or malignancy identified. B. Uterus, endocervical curettage: benign secretory endometrium no endocervical tissue identified. C. Uterus, endometrial curettage: benign secretory endometrium d. Fallopian tubes, bilateral salpingectomy fimbriated and completely transected fallopian tubes without significant abnormality. E. Medical device, removal: consistent with medical contraceptive device (gross diagnosis) gross description bilateral tubes consist of two fimbriated fallopian tubes, 5.5 = 0.5 cm and 3.2 x 0.4 cm. The tubes are sectioned revealing a patent lumen. Representative of each tube are separately. Essure wire x2 consists of two segments of wire. The first segment is 2.5 x 0.3 cm and is tightly coiled. The second segment is 10.5 x 0.1 cm with no coils. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 11-oct-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2021, 4354 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Medical device removal [medical device removal]. Premature rupture of membranes [premature rupture of membranes]. Pregnancy with contraceptive device [pregnancy with contraceptive device]. Device ineffective [device ineffective]. Patient had left essure in the uterine cavity [partial expulsion of device]. Group strep infection [bacterial infection due to streptococcus, group b]. Essure inserted during pregnancy [medical device monitoring error]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") and premature rupture of membranes ("premature rupture of membranes") in a 43 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective") and medical device monitoring error ("essure inserted during pregnancy"). The patient had a medical history of cholecystectomy, pelvic congestion syndrome, post coital bleeding, premature rupture of membranes, multiparous, sulfonamide allergy, shellfish allergy, dental implantation, covid-19, anxiety, psoriatic arthritis, cholecystitis nos and pelvic pain female. As concurrent condition the report mentioned dysfunctional uterine bleeding. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2021, 4354 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On unknown date she experienced premature rupture of membranes (seriousness criterion medically important), pregnancy with contraceptive device ("pregnancy with contraceptive device"), device expulsion ("patient had left essure in the uterine cavity") and beta haemolytic streptococcal infection ("group strep infection"). The patient was treated with surgery (removal surgery bilateral salpingectomy). At the time of the report, the device expulsion had resolved. The outcomes for medical device removal and beta haemolytic streptococcal infection were unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 1. Last menstrual period was on (B)(6) 2009 and the estimated date of delivery was on (B)(6) 2010. The patient's treatment dates suggest potential fetal exposure to essure during the first, second and third trimesters, beginning at week 21. The pregnancy outcome was reported as live single birth with no information on the child¿s health. The vaginal delivery occurred on (B)(6) 2010. 3118.4g was the reported birth weight. The apgar score was 9, 9 (at 1 and 5 minutes). The reporter considered beta haemolytic streptococcal infection, device expulsion, medical device removal, pregnancy with contraceptive device and premature rupture of membranes to be related to essure administration. The reporter commented: essure insertion date discrepancy noted: (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] in (B)(6) 2021: the patient also had a CT scan of the abdomen in october, which showed the essure extending through the uterine fundus [gynaecological examination] (date unknown): patient had left essure in the uterine cavity. She had normal ovaries. Normal uterine cavity. Normal fallopian tubes. Normal-appearing appendix. [Pathology test] on (B)(6) 2021: surgical pathology report. Pre-op diagnosis: specimen(s): a. Uterine polyps. B. Ecc, emc, d. Bilateral tubes, e. Essure wires from right tube and uterus, microscopic diagnosis a. Uterus. Polyp, biopsy: benign endocervical and squamous mucosa, see comment. No dysplasia or malignancy identified. B. Uterus, endocervical curettage: benign secretory endometrium no endocervical tissue identified. C. Uterus, endometrial curettage: benign secretory endometrium d. Fallopian tubes, bilateral salpingectomy fimbriated and completely transected fallopian tubes without significant abnormality. E. Medical device, removal: consistent with medical contraceptive device (gross diagnosis) gross description bilateral tubes consist of two fimbriated fallopian tubes, 5.5 = 0.5 cm and 3.2 x 0.4 cm. The tubes are sectioned revealing a patent lumen. Representative of each tube are separately. Essure wire x2 consists of two segments of wire. The first segment is 2.5 x 0.3 cm and is tightly coiled. The second segment is 10.5 x 0.1 cm with no coils. [Ultrasound scan] (date unknown): ovaries were normal. Echogenic structures within the right cornua consistent with the essure quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2025: medical record received. New event device expulsion, group b strep infection & medical device monitoring error added. Delivery notes updated, medical history, concomitant conditions were added. Lab data updated. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.